Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. It was found that the downstream occlusion(dso) sensor was non-functional. The dso sensor was replaced.

Event description:
It was reported that the device has pressure alarms and bolus dispenser is not recognized by pump. There was no reported patient involvement.